Manufacturer narrative:
(B)(4). Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 71 hours of extended tests at the customer's settings. Vyaire performed a battery duration test, and the battery failed. Bench testing revealed a malfunctioning battery was creating the results. Visual inspection revealed pinched wires on battery. Vyaire medical replaced the battery to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the internal battery lasts for only 14 minutes. There was no report of any patient harm associated with this reported event.